Event description:
It was reported that a spectrum iq infusion pump's keypad button "1abc" was not working found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "keypad buttons "1abc" not working" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the second from left softkey which was hard to operate and dented left top front corner of front case. The front case assembly including the keypad is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.